Manufacturer narrative:
In response to the event reported by your facility a device history review was conducted for lot number 3199593. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd prn adapter leaked on (B)(6) 2024, the patient received an indwelling needle during surgery in the operating room. After returning to the ward after the operation, on (B)(6) 2023, the nurse discovered leakage from the heparin cap when infusing cefuroxime liquid into the patient. Immediately, the infusion treatment was suspended, the infusion was re-dispensed, and the infusion set and indwelling needle were replaced. There was no other impact on the patient, and the incident was later reported to the hospital purchasing department and medical device adverse events.